Event description:
The customer alleged the 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injury as a result of the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The ai pcb was replaced as a precautionary measure. The unit passed extended self testing.